Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Country of origin is (B)(6). Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the battery and ups to resolve the issue. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after a few seconds the navigation system would not function, and would not boot up. There was no patient present when this issue was identified.